Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that during the procedure, the physician was using the guide wire and he noticed that the tip of the guide wire was elongated and about to be separated. He used another guide wire and he had the same problem. Finally, he used a third one and he was able to finish the procedure. No add'l event or pt info is available.

Manufacturer narrative:
The second hi-torque floppy ii guide wire are being filed under the same MFR number.